Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely depressed calcium results on two patients generated on the architect analyzer. The results provided were: 21feb2020 pt#1 = 5.5mg/dl (normal range 8.6-10.0mg/dl) / retest on different architect = 10.7; pt#2 = 4.2 / retest = 10.2. There was no reported impact to patient management.

Manufacturer narrative:
The customer replaced the sample probe (list number (ln) 01g48-04) which resolved the discrepant results issue. Return testing was not completed as returns were not available. A review of the architect c4000, serial number (sn) (B)(6) service history was performed and found no additional discrepant calcium results before or after the sample probe was replaced. A 12-month review of the architect c4000 platform revealed no systemic issues or trends associated with the discrepant result issue described in this complaint. A 12-month review of ln 01g48-04 identified no trend of the sample probe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect c4000, sn (B)(6) or the sample probe (ln 01g48-04).